Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR # 8030665-2014-00248.

Event description:
A peritoneal dialysis (pd) pt reported that during treatment, his cycler alarmed with multiple messages. He was not able to clear the alarms and discontinued treatment. When disassembling the set, he found fluid inside the cassette door. He could not find the source of the leak. The pt had been advised by his pd nurse to switch to manual treatment if he could not complete his treatment. The pt was advised to discontinue using the cycler. The set was discarded. During follow up, the pt's pd nurse stated his effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.